Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v60 ventilator would sporadically not power. Reportedly, the reported issue would occur while the device was connected to both alternating current (ac) and direct current (dc) power sources. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Date of report : 04jan19. Date rec¿d by MFR: 03jan19. The customer conducted troubleshooting with technical support over the phone. Technical support recommended replacing the battery. Multiple attempts were made to retrieve the repair information; however, no response was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.